Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was not implanted as the physician heard a clicking sound while the device was being handled at a replacement procedure. The physician requested another device which was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Device replacement was recommended. This device was replaced. No additional adverse patient effects were reported.